Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair procedure, the first two balloon did not inflate and physically broken. The next balloon did not inflate also. And the last balloon was broken and sheath fell into the patient cavity but able to be retrieved. They used alternate dissector to resolve the issue. There was no patient injury.